Event description:
It was reported that (1) device was used during a skin closure. It was reported by the affiliate that the pmw35 does not release staples unless a big force to pull back is applied. It was necessary to use two devices to complete the case.